Event description:
Caller reported blood glucose results of 220 mg/dl on advantage system, 53 mg/dl on compact plus system within 10 minutes. Customer self-treated by eating candy and drinking juice. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(4) is advantage system, medwatch with (B)(4) is for compact plus system.